Event description:
Rep reported that when the customer was evaluating the radio lucent blade holder, the rotilt stuck to the blade holder when skin was held back. Ratchet punctured patient and the patient lost 200 cc's of blood.

Manufacturer narrative:
Upon completion of this investigation, it was noted that this complaint has been confirmed. This complaint is consistent with previous complaints for this product code and lot number. It was confirmed that the handles could not be fully inserted into the rotilt ratchets. The handle is out of tolerance preventing proper insertion into the ratchets. This discrepancy is associated with manufacturing defects. Our supplier quality department performed a stock audit and confirmed that some of the blade handles do not meet specifications. Our current inventory has been inspected and all non-conforming blade handles have been removed for re-work. All remaining blades in our inventory are within manufactured specifications. The ratchet was not returned for evaluation, therefore, it is not possible to conduct a proper investigation on the instrument. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.